Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome it was reported that the ins worked for the patient for the first year they had it but then they had to keep increasing the stimulation to make it effective. The patient decided to quit using the device because it didn't work for them. It was also reported that it felt like something had come loose at the top of the ins but the date this was first noticed was unknown. The patient was scheduled to meet with a new pain doctor on (B)(6) 2018, at which time the doctor will check the ins to see what can be done with it. No further complications were reported or anticipated.